Manufacturer narrative:
No blood was observed on or within the device. The cannula assembly and bottom housing were inspected under magnification for manufacturing deficiencies that could cause bleeding or bruising and no issues were found.

Manufacturer narrative:
Correction to the following sections: b5: updated to include the correct dates of the event. E1: added initial reporter establishment name, address 1, city, postal code, and country.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia on (B)(6) 2025. The patient's blood glucose levels reached 29.8 mmol/l (536.4 mg/dl) and ketones were 2.2, while wearing the pod between 49 and 71 hours, on abdomen. Symptoms reported include upset stomach and skin bruising at pod site. The patient was treated with 5 units of insulin via pen. The patient was released the next day (on (B)(6) 2025), after 11 hours in the hospital. The pod was not removed at the hospital; a new pod was placed after seeking medical attention.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia on (B)(6) 2025. The patient's blood glucose levels reached 29.8 mmol/l (536.4 mg/dl) and ketones were 2.2, while wearing the pod between 49 and 71 hours. Symptoms reported include upset stomach and skin bruising at pod site. The patient was treated with 5 units of insulin via pen. The patient was released the same day, after 11 hours in the hospital. The pod was not removed at the hospital; a new pod was placed after seeking medical attention.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown. Omnipod software app version: 3.1.5-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: l2+. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.